Event description:
It was reported during the procedure after the subject balloon was positioned, during inflation, a leak was detected. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection there was a cut/perforation noted to the balloon catheter shaft when viewed thorough the inflation port of the hub. During the functional testing, an attempt was made to inflate the balloon through the inflation port, water was noted to exit the guidewire port of the hub indicating a perforation between the guidewire and inflation lumen. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the balloon catheter shaft leaked during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'following positioning, the balloon was inflated, but during inflation, a leakage was detected. The physician observed that fluid was escaping from the inner lumen of the balloon catheter. Consequently, another balloon of the same catalog was substituted, successfully positioned, and inflated'. The device was returned for analysis and it was noted that there was a hole/cut to the guidewire shaft when viewed through the inflation port of the hub causing leakage. Based on it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of user error will be assigned to the reported event of the balloon catheter shaft leaked during use and to the analyzed damage of balloon catheter damaged and balloon catheter shaft leaked during use as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported during the procedure after the subject balloon was positioned, during inflation, a leak was detected. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.